Event description:
A system operator reports one custom pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia laser procedure. There was no injury/impact associated with this event. This report is being submitted for the left eye, the right eye is being submitted under MFR report number 1061857-2007-00074. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
Investigation including root cause determination is in progress.